Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The detent (notch) and lead in was present on the twist clamp. Functional tests which included leak, clear passage, clamp function, and torque engagement tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set could not be closed. This occurred during use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.